Manufacturer narrative:
Based on the information provide,d no device failure has occurred. The expiration date was properly documented on the device labeling. The issue was user related. See MDR 1213643-2012-00780 for information related to the composix mesh.

Event description:
The following was reported by the pt's son: it was alleged that on (B)(6) 2004, the pt was implanted with composix kugel hernia patch. The surgeon was made aware that the product had expired by the nurse. The surgeon removed the mesh and paced a composix mesh. As the surgical intervention was required to remove the mesh, this MDR is being submitted.